Manufacturer narrative:
The lot number for the device was not provided, as a result the review of the manufacturing records was not conducted.

Event description:
The physician was performing atherectomy on a proximal lesion 10cm in length. Due to the heavy calcification, a spiderx embolic protection device was placed at the popliteal artery. After 8 passes, there was concern for rupture with staining in the periadventitial tissue. Therefore, the atherectomy was aborted. A 4mm x 150mm pta balloon was placed and dilated. This was left in situ for 3 minutes with resolution of the abnormal area. Therefore, the entire sfa was treated with self-expanding nitinol stents (6mm and 7mm) from adductor canal to the origin of the sfa. This was post-dilated to 6mm with excellent result. The spiderx epd was retrieved and there was evidence of distal embolic debris in the pt and peroneal. Therefore, wire access to the distal pt was obtained with pilot wire and quick-cross catheter. The area of embolic debris was aspirated and direct suction embolectomy. There was still poor flow. Therefore, the sheath was pulled back and the left common iliac was treated with two 8mm balloon expandable stents from the origin of the cia to the iliac bifurcation. The destination was then readvanced to the left common femoral. Angiograms revealed excellent flow from the iliacs to the mid tibial arteries, however, there was still poor flow in the distal pt. Therefore, the quickcross was advanced into the distal pt again and the area was aspirated until all debris was removed. There was a residual stenosis at the tp trunk and this was treated with another atherectomy device until the lesion was adequately treated. Completion angiograms were obtained and there was excellent in line flow from the iliacs to the foot via the treated sfa- > popliteal- > pt. The procedure was then terminated. With completion of the procedure and no significant residual stenoses nor dissections evident, the decision was made to use femoral closure device. Please reference MDR 2183870-2010-00193 for the turbohawk used in this procedure.